Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "underinfusion" according to the customer: "visually pump appeared to be at 20mls/hr at time end of infusion appeared to be more than 80mls residual volume still yet pump still @ 20mls/hr. 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. - no harm injury or adverse outcome. 2. Which procedure was being carried out at the time? - 100ml infusion of omeprazole at 20ml/h. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. - mdso assumes a delay of approx. 4hrs to deliver the remaining 80ml at 20ml/h - the incident reporter has been asked to confirm. 4. Are the history log files for the infusion available? - event log attached".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 20047. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The described infusion was found 2023-09-14. A rate of 20ml/h and a volume of 100ml was configured. The infusion started and four hours later the infusion stopped by the customer. No other abnormalities were found. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear but no visible damage are to locate. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,52 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,28 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 2,25 bar (should be: 1,8-2,5 bar). Pmin: is: 1,82 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,86 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -4,31%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield and the lower housing. No other visible damage were found inside the device. (Pictures are attached to the pc notification) 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 23g19e8st5 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a.